Manufacturer narrative:
(B)(4).

Event description:
During implant, the pt had about 3 electrodes that measured out of range impedances. The pt experienced a loss of therapeutic effect and could barely feel stimulation a few days post implant. The impedance measurements at that time were greater than 40,000 ohms. A revision surgery was scheduled for (B)(6) 2011. It was later reported during the revision surgery, the lead was tested with an external neurostimulator and the impedances were fine. The seal on the neurostimulator (ins) was found to be compromised on the top and fluid was getting into the battery. A second ins was used and the same issue was found (see MFR report # 3004209178201100441). A third ins was implanted successfully. The pt had good stimulation.